Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The pulmonary vein isolations were completed, the physician then reinserted the device and proceeded to search for the left inferior pulmonary vein (lipv) with the guidewire. Doing this, noticed resistance while moving the wire. The device was removed from the patient and it was noticed that a metallic wire was showing on the side of the distal portion of the wire. The procedure was already completed when the issue occurred. No patient complications were reported. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.